Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unable to link to the transmitter. Customer's blood glucose was 180mg/dl at the time of incident and indicated that it had also gone up to 600mg/dl. Troubleshooting was declined by customer, as they had to go to work and was advised to call back at a later time.